Event description:
It was reported to boston scientific corporation in 2006, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient age, gender and weight are unknown) two days prior. The balloon was inflated at 3atms at first inflation. At second inflation, it was inflated up to 7atms slowly. However on the second inflation, when it was applied pressure up to 7atms, it was noted the balloon was leaking 6atms. The procedure was completed with a different device.

Manufacturer narrative:
The complaint sample was returned for evaluation with the guidewire in place. The balloon was found to be torn longitudinally. The device history record for lot number 8464658 has been reviewed. This review included analysis of yield/scrap and components issued to the lot. No issues or discrepancies were found which could relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. A review of similar complaints across the product family conducted for the last 15 months does not currently indicate an adverse trend. Trends for this product family will continue to be monitored under the monthly complaints review. The complaint data will be trended and monitored at the monthly complaints review board. The complaint description could be confirmed but the root cause of this complaint could not be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets all material, assembly and performance specifications.